Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump successfully, with no recurrence of the malfunction code. The customer was advised to call back if the issue reoccurs and acknowledged the instructions given.